Event description:
It was reported that during a herniorraphy the suture frayed when the physician was trying to anchor the mesh with the suture. No adverse pt consequence or surgical delay was reported.